Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to get their system into MRI mode and was experienced some undesired nerve stimulation. Imaging revealed lead migration. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.